Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the customer requested information on whether the refrigerator¿s locked bins were considered a separate storage space from the matrix open shelving area or if they were still considered part of a matrix type drawer space. Respiratory therapist (rt) users had limited access through the respiratory security group. The customer wanted to be able to remove curosurf from the refrigerator; however, non controlled medications outside of the security group were currently stocked in the open bins. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) explained that locked bins in a refrigerator were not considered a separate storage space and part of the same matrix type refrigerator. Access was controlled at the refrigerator level, not by individual bins, so moving non respiratory medications into locked bins did not allow respiratory users to access the medications. To support respiratory access, a dedicated respiratory only refrigerator or drawer, or pharmacy assisted removal, was recommended. The customer acknowledged and tss proceeded with case closure.